Event description:
It was reported that two (2) clearlink system non-dehp solution sets leaked where the tubing meets the drip chamber. The devices were connected to a patient at the time of the events and the leak was observed as soon as the IV (intravenous) infusions were started. The devices were being used to deliver gemcitabine 2gm and oxaliplatin 50mg. The leaks were caught right away so minimal fluid leaked out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.